Event description:
Product analysis on the explanted generator and lead has been completed. Results of diagnostic testing on the generator indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. Visual inspection results revealed no external device abnormalities. A section of the lead assembly was returned for analysis in one piece. Note that the lead's electrodes were not returned for evaluation. During the visual analysis of the lead a break in the negative coil was identified. Scanning electron microscopy images of the negative coil broken ends show that pitting or electro-etching conditions have occurred at the break location; however, due to metal dissolution the fracture mechanism cannot be determined. Metal pitting was also identified on the connector pin. An abraded opening in the silicone tubing was also identified and dried body fluids were also identified inside the tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations, typical wear, and explant related observation no additional anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient had high impedance on a diagnostic test. The impedance was reportedly 8512 ohms, and the generator was not at or nearing end of service. High impedance was previously observed in (B)(6), with an impedance value of 7876 ohms. The impedance value on the date of the patient's most recent generator implant was also provided as 2084 ohms. It was reported that the device would be disabled, and that x-rays would be performed. The x-rays have not been sent to the manufacturer for review. Trauma and manipulation were not suspected and the patient's seizures had increased back to the patient's pre-vns baseline levels. There were no recent changes in medication; however the physician indicated that she would be adjusting the patient's medications to compensate for the device disablement. The lead and generator were then explanted on (B)(6) 2011 and returned to the manufacturer on (B)(6) 2011. Product analysis is not yet complete.